Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr - 6.4; retest inr = 4.1. Patient's therapeutic range: 2-3. Caller reported an inr = 1.2 on nurse.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio: 6.4, inratio: 4.1, mean: 5.25, sd: 1.63, %cv: 30.98, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. In-house therapeutic donor testing has been performed on reported lot 275255. Results as follows: donor 1: inratio: 1.9, inratio: 1.8, inratio: 1.8, ref.: 1.51, bias threshold: 1.01 - 2.01, %cv: 3.15; donor 2: 2.2, 2.3, 2.3, 1.96, 1.46 - 2.46, 2.55. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results did not meet precision criteria. Root cause could not be determined. No product was expected to be returned; review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. As reviewed on (B)(6) 2012, (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.